Event description:
A customer reported a past incident of low blood glucose (bg). The customer¿s bg level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. The low blood glucose event led to the customer losing consciousness, but no injuries were sustained. The customer's fiancé assisted them in regaining consciousness although specific assistance was not provided. In response, the customer treated the low blood glucose with glucose shots.